Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the system hard disk was defective and was replaced. System calibrated and all software reloaded. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 6800 locked up and upon reinitialization exam files were missing. There was no adverse pt involvement reported. There was no pt info reported.